Event description:
According to the customer, a pt sample recovered with a high glucose result of 533 mg/dl. The technologist reran glucose test and the result was 105 mg/dl. The technologist then poured the sample into a pour-off container and reran the sample for a third time. The glucose result obtained was 535 mg/dl. None of the 3 results were reported out of the lab. Customer stated that no other samples were giving erroneous results. The customer indicates that there was no effect on pt treatment since the results were not released out of the lab.